Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, the patient required a permanent pacemaker. Minimal information regarding these events was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial numbers were not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
During the (B)(6) annual meeting 2018, the following slide presentation was presented "learning curve with the intuity sutureless valve. When intuity becomes intuitive" by mr. (B)(6). Mr (B)(6) described the analysis of prospectively collected data of all patients receiving an intuity valve at his centre. Deployment was successful in all cases, either via a mini (81%) or a full (19%) sternotomy. Sizing is the most crucial factor for successful deployment. An intuity valve was implanted in 116 patients: the intuity first generation valve was implanted in 34 patients cases, the intuity elite valve was implanted in 82 patients. Within the context of this presentation the following events were identified: 4 cases of death unknown after an unknown implant duration ((B)(4)) 10 cases of permanent pacemaker implantation after an unknown implant duration ((B)(4)) 1 case of more than mild pvl after an unknown implant duration ((B)(4)).